Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site received following additional information from site's clinical sales representative (csr) : the issue on reported instrument was noted during the procedure after the ports were already placed. There was no patient injury. The procedure was completed robotically with same system. The patient information was not provided due to site restrictions.

Event description:
Refer to h11 for follow-up information.